Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display and audio anomaly. Customer's blood glucose value was unknown. Customer stated the spring was neither damaged nor corroded. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify a13 alarm due to blank display.